Event description:
The customer contact reported no flow. On an unspecified date, the tubing set was being used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time after the delivery was started, the customer contact reported that no flow of solution was noted. It was reported that a kink was noted at an unspecified location of the tubing set. The customer contact reported a delay in therapy critical; however, no specific details were provided. There were no reported adverse pt effects. No medical interventions were reported. Though requested no add'l info was provided, including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer indicated the device was discarded. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.